Manufacturer narrative:
The event of lead migration was reported to abbott. The physician attempted to implant two leads. The case was aborted. The patient will be referred for further imaging and neurosurgery. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14009. It was reported that the patients leads had migrated resulting in surgical intervention. One of the leads had migrated prior to procedure and during the intervention to address the migrated lead the second lead also migrated. Both of the leads were explanted to address the issue. New leads were unable to be placed. (See manufacturer reference number: 1627487-2021-14011; 1627487-2021-14013 ; 1627487-2021-14014).